Event description:
I was in hospital for heart attack when I received medications began hallucinating and had drop in blood pressure. Stent closed, I flat lined and had to have 2 more stents. Didn't know if heparin could have caused hallucinations and I had to be restrained. I was at wake med. Dose or amount 1#: 1000 u/ 500ml nss. Frequency: 1000 u-ml/ 10 ml. #2 1000 u/ml 10 ml. Dates of use: 2007. Diagnosis or reason for use: thin blood. Event reappeared after reintroduction: yes.